Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the femoral component at the cement to implant interface. Unknown cement was used. Cement manufacturer was unknown. Patient told surgeon he had been doing great, loved his knee, and going to the gym everyday since his lt revision tka surgery that was performed back in 2014. He told the surgeon that the past couple of months he started to have pain in his lt knee. The surgeon told sales rep that the patient only wanted to do a poly revision and the surgeon was certain that no components were loose. The surgeon asked that stab rp and tc3 rp inserts be available for this surgery. After opening up the knee the surgeon said the femur was grossly loose and was completely caught off guard by this. After removing the femur the surgeon notice that the femoral adapter bolt had broken off the femur. 1/2 was in the femoral component and the other 1/2 of the bolt was still in the sleeve. The surgeon tried and couldn't remove the broken bolt and adapter sleeve from the femoral metaphyseal sleeve. We had srom femoral components available along with a full attune revision set. However, the surgeon told me that he didn't want to cause a lot of bone damage to the femur and he didn't want to have to remove the femoral sleeve along with the well cemented/fixed mbt tray and sleeve. The surgeon then decided to cement on a sigma size 5 ps femur and used screws and augments to position the femur as he wanted. He said the knee felt great and closed after taking inter-op x-rays. There was no surgical delay. Doi: (B)(6) 2014. Dor: (B)(6) 2022. Affected side: left knee.